Manufacturer narrative:
The customer reported complaint of the thermogard console was observed unresponsive was not confirmed during the initial functional testing as the issue was not replicated, however, was confirmed during the event log review data. There were no device deficiencies found during the evaluation of the console that could have caused or contributed to the reported complaint. The thermogard console performed as intended. During the visual inspection, no physical damage was observed on the console. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified around the reported event date. Thus, confirming the reported complaint. The initial functional testing passed all the functional test requirements with no error or fault. As a precautionary measure, checked and re-seated lm 34 connections on pic16 and I/o pcb. The thermogard console is a reusable device and was manufactured in june 2008 and is more than 12 years old, well beyond the expected service life of 5 years. The patient temperature cable was tested and verified working to specification. The thermogard system was re-evaluated and passed all functional tests without any fault or error.

Event description:
As reported, the thermogard console (sn (B)(4) was observed unresponsive. No additional information was reported. Patient use information was requested but no additional information was provided, therefore patient use is unknown.